Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient therapy strength was decreasing on its own. Therapy was off. Impedance check revealed high impedances on both the leads. Reprogramming was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2026 wherein the leads were explanted and replaced to address the issue. Therapy was restored